Event description:
It was reported that the tip of the obturator broke during surgery. The broken piece was retrieved. The surgery was completed with no further pt complications.

Manufacturer narrative:
(B) (4): the obturator was returned for eval. Approx 3mm of the tip broke off, which is consistent with interface during tightening. The fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, which is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to spec.